Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 409 mg/dl. The customer's blood glucose was 389 mg/dl at the time of call. The customer stated that they took manual injection for correction of blood glucose and customer also stated that they were treating the blood glucose with the insulin pump. Troubleshooting was performed and there were no issue found on the insulin pump. The insulin pump will not be returned for analysis.